Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the neck broke in normal walking conditions. There was no trauma. The acetabular component was preserved, then they had to make an extended osteotomy and implant a stem with ceramic/poly bearing. Medium activity level.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-02203, 02204, 02206.